Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 329 mg/dl, 91 mg/dl, 71 mg/dl, and 78 mg/dl within 9 minutes on the compact plus system. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty drum was returned.